Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used with a spyglass ds controller during an endoscopic lithotripsy procedure performed in the bile duct on (B)(6), 2021. During procedure, the image of the spyscope ds ii was lost. The controller was rebooted and the spyscope ds ii was reconnected; however, the image was not restored. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the device indicated signs of use in the form of elevator marks and witness marks on the contacts of the umbilicus connector, indicating it was connected to a controller. The length of the catheter and umbilicus cable was visually inspected; no damage nor defects were noted. X-ray imaging of the distal end showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. A twist in the camera wire near the breakout region was noted. An image test for visualization problems was performed. The device was plugged into the controller and a clear, live image was displayed. The device was fully articulated and the tip was manually manipulated in all directions; no degradation of the image was observed. The handle was opened and the components within were visually inspected; no internal damage was detected. It was noted that procedural residue was present on the device components in the breakout region, indicating that procedural fluids had flowed back up the optics lumen into the handle during use. To test for this, saline was flushed through the irrigation tubing with a syringe, and the catheter tip and working port were blocked to induce backflow into the optics lumen. This resulted in a loss of image. The image was recovered with poor quality after draining the saline with the syringe. The reported complaint was confirmed. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout. The optics lumen was filled with saline and the image was lost. Draining the optics lumen resulted in restoration of the image. The image signal does not withstand the change in capacitance created by the introduction of saline into the optics lumen, and procedural factors can cause this fluid to enter the optics lumen during use. An investigation is underway to address the image problem due to fluid in the optics lumen. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spyglass ds controller that were used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used with a spyglass ds controller during an endoscopic lithotripsy procedure performed in the bile duct on (B)(6) 2021. During the procedure, the image of the spyscope ds ii was lost. The controller was rebooted and the spyscope ds ii was reconnected; however, the image was not restored. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.